Event description:
Covidien received information that, during patient use, the ventilator's display was missing segments. The ventilator continued to function, but the ventilator was removed from the patient. No harm to the patient reported.

Manufacturer narrative:
The customer replaced the graphic user interface (gui) printed circuit board (pcb) and the covidien customer support engineer downloaded the current software revision. The ventilator passed all tests per the service manual. (B)(4).